Manufacturer narrative:
Clinical der states patient was revised due to adverse tissue reaction. Head and liner were revised. The patient's medical records were received. Medical records were reviewed. According to the medical records, the patient was also experiencing pain and soreness. The patient has mechanical symptoms with clicking. The revision operative note indicated pain and elevated metal ion levels (confirmed by labs). At this time, the patient's femoral stem is being added to the complaint and reported. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 10/26/2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ion levels (confirmed by labs).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der states patient was revised due to adverse tissue reaction. Head and liner were revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/21/2016 - the patient's medical records were received. Medical records were reviewed. According to the medical records the patient was also experiencing pain and soreness. The patient has mechanical symptoms with clicking. At this time the patient's femoral stem is being added to the complaint and reported.